Event description:
Reporter indicated the patient had prophylactic vns generator replacement surgery performed on (B)(6) 2012. The explanted vns generator was discarded by the hospital.

Event description:
Reporter indicated the increased seizures in (B)(6) 2011 were felt to be due to patient medication noncompliance and not the vns. The reporter declined to provide any additional information.

Event description:
Reporter indicated via clinic notes received to the manufacturer that a vns patient had increased seizures on (B)(6) 2011 requiring an emergency room visit. The seizures were controlled with medications, and it was advised to increase medications. Attempts for further information are in progress.

Manufacturer narrative:
(B)(4)